Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was 500 mg/dl. Customer had symptoms of vomiting. It was reported that the alarm was resolved with a complete set change. Caller was advised to call when problem was occurring in order to troubleshoot.